Manufacturer narrative:
The customer technical support specialist (cts) recommended the customer perform the sweep flow prime procedure. The customer performed sweep flow prime three times resolving the event. Section a patient data was not provided. Bec internal identifier - case-(B)(4).

Event description:
The customer reported patient samples recovered with high platelet (plt) results and no suspect messaging when cycled on their unicel dxh800 instrument compared to a rerun on an alternate instrument. Printouts of the event were requested, but not provided. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The customer technical support specialist (cts) recommended the customer perform the sweep flow prime procedure. The customer performed sweep flow prime three times resolving the event. Section a patient data was not provided. Bec internal identifier - (B)(4).

Event description:
The customer reported patient samples recovered with high platelet (plt) results and no suspect messaging when cycled on their unicel dxh800 instrument compared to a rerun on an alternate instrument. Printouts of the event were requested, but not provided. There was no report of death, injury, or change to patient treatment as a result of this event.